Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patients experienced pain requiring additional medical intervention. After use of contour¿ pva microspheres in pelvic embolization procedures, patients experienced pain/severe ischemic pain requiring an epidural pump for treatment of the pain. No patient injuries were reported.